Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, the rv sensing value was noticed to be variable. A vf episode was previously found and was believed the undersensing anomaly was caused by post-sensed to avoid t wave oversensing. Physician has preferred not to take any action. Lead remains implanted.